Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving morphine (10 mg/ml at 1.252 mg/day) and marcaine (20 mg/ml at 2.503 mg/day) via an implanted pump. The indication for pump use was non-malignant pain. It was reported that the patient said his dose kept escalating with no improvement in pain control. It was unknown if there were any environmental, external, or patient factors that may have led or contributed to the issue. A dye study was attempted, but they were not able to withdraw from the cap (catheter access port). The patient was taken to surgery for a catheter replacement. During the procedure, a new catheter was implanted. The pump portion of the existing catheter was removed, and the intrathecal section was tied off and left implanted. The issue was noted to be resolved, and it was indicated that the hcp had no further information to provide regarding the event.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial#lot# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2022, product type: catheter. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(4), ubd: 10-jul-2011, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.